Manufacturer narrative:
\ Device evaluated by manufacturer: the device was returned for analysis. Microscopic examination and tactile inspection revealed a kink in the hypotube 20.5cm from the strain relief, and kinks in the distal shaft 7cm, 9cm, 10cm and 17cm from the collar. Microscopic examination revealed a partial separation at the collar/shaft area. Microscopic examination revealed that the stent of the related device was caught on the tip of the guidezilla, with part of the tip folded back onto itself. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-09545. It was reported that catheter removal difficulties occurred. The target lesion was located in a coronary artery. After a guidezilla guide extension catheter crossed the lesion, a 4.00x28mm promus premier stent was advanced through the guidezilla guide extension catheter. However, it was noted that the promus premier stent got stuck at the end of the guidezilla guide extension catheter. The physician was unable to pull the promus premier stent back into the guidezilla guide extension catheter and the promus premier stent was protruded out of the guidezilla guide extension catheter. The physician removed the devices together. Another unspecified guide catheter and guide wire, was advanced. The physician was able to successfully deploy an unspecified stent. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-09545. It was reported that catheter removal difficulties occurred. The target lesion was located in a coronary artery. After a guidezilla guide extension catheter crossed the lesion, a 4.00x28mm promus premier stent was advanced through the guidezilla guide extension catheter. However, it was noted that the promus premier stent got stuck at the end of the guidezilla guide extension catheter. The physician was unable to pull the promus premier stent back into the guidezilla guide extension catheter and the promus premier stent was protruded out of the guidezilla guide extension catheter. The physician removed the devices together. Another unspecified guide catheter and guide wire, was advanced. The physician was able to successfully deploy an unspecified stent. No patient complications were reported and patient's status was fine.